Event description:
It was reported that during the use of the product, the tape layers became peeled off. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
No product information has been provided to date. One used product was returned for investigation. The complaint was confirmed when visual inspection showed that both blue and white fabrics were peeled off. The cause of the issue was related to the supplier but root cause could not be determined. A device history review is not applicable in this case because the defective component is not evaluated or tested in any way during the manufacturing process at smiths medical and the device manufacturing records are retained by the supplier at their manufacturing site.